Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
1 reported false positive result (analyte unknown). Unknown if the patients was symptomatic or not. No confirmatory testing completed. The customer also reported 3 additional patient events which are captured on separate reports.